Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ mother reported via phone call that the insulin pump had a blank display as well as a pump error. The customer¿s blood glucose level was mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The formatted history file confirmed pump error alarms due to software error. The pump was monitored for two days. No blank display, solid white display, or display showing the medtronic logo only noted during this time. The insulin pump received with scratched case, end cap address label missing, cracked select button key pad overlay, pillowing keypad overlay, and minor scratched lcd window.